Manufacturer narrative:
B2: other: acute cystitis, hypoxic-ischemic encephalopathy, lumbar radiculopathy, severe obstructive sleep apnea. D1, d4, g4: product identifiers are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) spinal fusion procedure in a patient (patient ID: (B)(6)). It was reported that patient reports low back pain and rates it a 6-7 out of 10. Mild pain with range of motion. Pi states probability of mild disc strain and completed a steroid injection. Refilled diclofenac and flexeril for pain control. Prescribed physical therapy and if no improvements in 6-8 weeks then will send for an MRI. Patient also had acute cystitis, hypoxic-ischemic encephalopathy, lumbar radiculopathy, severe obstructive sleep apnea. No product malfunction reported.  Sponsor assessment: not related to procedure, possible to tlif grafting material (autograft), body fusion device (capstone), and posterior supplemental fixation system. There were no further complications reported regarding the event.